Manufacturer narrative:
Event date: event date is unknown - occurred between (B)(6) 2021 and (B)(6) 2021. Implant date: implant date is unknown - occurred between (B)(6) 2016 and (B)(6) 2016.

Event description:
It was reported that structural degeneration of the valve occurred. Procedure summary: the lotus valve was implanted in 2016. Event summary: in 2021, the lotus valve was found to be degenerated. The physician reported that the valve will need to be replaced. Patient status: at the time of reporting, there were no reported patient consequences.